Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical, electrical and x-ray inspection. The provided x-ray showed the lead implanted in the lbb position. No further anomalies were observed. The analysis of the returned lead showed that the conductor coil was found fractured directly next to the lead tip. The damage most likely occurred due to mechanical stress in the implanted state. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that this lead, that was implanted in lbb position, was explanted due to fracture.

Manufacturer narrative:
Combination product: yes.